Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the ventricular leadless pacemaker (lp) was unable to fixate to heart tissue. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of position failure could not be confirmed. The leadless pacemaker was returned for analysis. Docking button diameter was within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.